Manufacturer narrative:
The insulin pump had no missing segments or partial display noted. The insulin pump passed displacement test and self test. The insulin pump had cracked reservoir tube lip noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call damage on the insulin pump. Customer advised the insulin pump has a partial display. Troubleshooting for the partial display was performed. Customer replaced the battery on the device and the anomaly persists. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.